Event description:
Reportedly, oversensing was observed with the pacemaker involved in this MDR report. The pacemaker was explanted and returned for analysis. It was reported that the lead was abandoned with no cap.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.